Event description:
Reported false positive sars result for 1 consumer. It is unknown if the consumer was symptomatic. The child of the consumer reported that the consumer has tested negative with other over the counter antigen assays. The reporter did not provide any further confirmation testing information as pcr results were pending. It was communicated that the consumer continuously tested positive with quickvue otc for approximately 71 days and each event is captured on separate reports.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information source: phone.